Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2007; w1tr01 crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation showed an impedance warning on the left ventricular (lv) lead for low impedance. A high threshold reading was also noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.